Event description:
The customer complained that lower than expected phyt results were obtained from a vitros performance verifier and from a bio-rad quality control fluid using vitros phyt slides on a vitros 350 chemistry system. Vitros pv results 61.63 umol/l, 66.10 umol/l vs expected result 85.15 umol/l. Bio-rad qc results 50.90 umol/l, 52.26 umol/l vs expected result 66.00 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer stated that any patient sample results obtained were not reported outside of the laboratory. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number one of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected phyt results were obtained from a vitros performance verifier and from a bio-rad quality control fluid using vitros phyt slides on a vitros 350 chemistry system. The investigation was unable to determine a definitive assignable cause; however, an unexpected vitros phyt reagent issue or pre-analytical sample handling could not be ruled out as contributing factors. The investigation was able to rule out a vitros 350 instrument issue.